Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "[Name removed] called to report that this ventilator's driver just stopped while on a pt. The incident happened last night. The vent alarmed "oscillator stopped" (audible and visual). The rt's repressurized the system and re-started the driver. However, the driver was very "sluggish" and eventually stopped. They switched the vent out with another 3100b and took it to biomed. Adam evaluated the vent and verified the complaint. The vent will pressurize to specs, but the driver will not start. The pwm light goes from red to green when the system is pressurized and start/stop button depressed. He measured the ohms of the driver and it is "open" (especially when applying pressure to the driver). He suspects a defective driver. I agreed and determined that this driver was just installed this past january. I will send him a replacement under fwty. He will call back with a no-charge po for tracking." The following add'l info concerning the event was copied from a letter received from the user facility on 02/19/2010 that was in response to a letter sent by carefusion seeking add'l info. "Pt was on an oscillator and being bathed by rn and a tech when the oscillator turned off. I ran out of room to call respiratory then ran back into room and pushed the reset button. When it turned on, it attempted to give a couple of breaths then turned back off. At that point we started to bag pt while respiratory therapy attempted to restart the ventilator. Once the oscillator could not be restarted pt was placed on conventional ventilator." The following description of the event was copied from the user facility medwatch report received from the FDA on 02/26/2010. "Event desc: pt was on an oscillator and being bathed by rn and tech when the oscillator turned off. Rn ran out of room to call respiratory then ran back to push the reset button. When the vent turned back on, it attempted to give a couple of breaths then turned back off. At that point staff started to bag pt while respiratory therapy attempted to restart the ventilator. Pt continued to be bagged while respiratory attempted to restart the ventilatory. Once staff realized the oscillator could not be restarted, respiratory therapy placed him on the conventional ventilator where he remained for the next 6 days, then was extubated and placed on palliative care. MFR response (as per reporter) for oscillating ventilator, sensormedics MFR provided loaner ventilator and rga # for product return eval."

Manufacturer narrative:
(B)(4): the following info concerning the eval of the device is a summary of the info documented by the carefusion technical support specialist and the carefusion failure analysis lab tech. The carefusion tech support specialist in conjunction with the user facility rep determined that the root cause of the reported event was a faulty 3 ohm driver assembly. The user facility was shipped a replacement 3 ohm driver assembly to repair the unit and return it to service. The carefusion failure analysis lab tech evaluated the alleged faulty 3 ohm driver assembly and verified the complaint. The carefusion failure analysis lab tech determined that the potential root cause of the failure is due to soldering leads to terminal post over heat causing a sensitive section. No component or system trend has been identified and this is considered to be an isolated incident.